Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative states he is with the patient (pt) in office today and has interrogated the pt's implantable neurostimulator (ins) and 'reprogrammed it a bit'. The caller states the pt is reporting that she is experiencing her implant turning off without her turning the device off herself. The pt states it was very sporadic but it has gotten worse and is happening every other day now for the past six months. The caller states it doesn't seem to be related to the ins depleting and pt needing to subsequently charge and turn ins back on; the caller also reports it doesn't seem to be positional and the pt does not use adaptive stim. The caller confirmed the pt states the ins is on, she feels it off and then confirms the ins is off with the pt controller. Agent advised the caller to have pt keep a detailed log of when this occurs and the next time he meets with pt he should pull any relevant logs.